Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the clips scissored after firing. A second like clip applier was used to complete the procedure. There were no patient consequences reported.